Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was fractured approximately 5.0 cm from the proximal end; the pusher assembly was kinked approximately 9.5, 14.0, 25.0 and 58.5 cm from the proximal end; the penumbra coil 400 (pc400 coil) was detached from the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the pusher wire of a pc400 coil was found fractured and was not used. Evaluation of the returned device revealed a fractured and kinked pusher assembly. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is removed from the packaging hoop with force at an angle, it is likely that damage will occur. The pc400 coil was detached from the pusher assembly due to the fracture in the proximal end. This fracture allowed the pull wire to be retracted out of the distal detachment tip (ddt) and the pc400 coil to be released. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. Upon removal from the packaging, the pusher wire of a pc400 coil was found fractured and was not used. The case continued successfully using a new penumbra coil 400 coil.

Manufacturer narrative:
Conclusion:this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.